Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that one of the patient's battery packs would not power up the monitor. The patient was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (will not power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.